Manufacturer narrative:
G4: 08may2020, b4: 01sep2020. H11: h6 correction: per field service engineer (fse), the unit was not in use on the patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported that the unit has a screen failure. The customer contacted product support and requested for service repair. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The field service engineer (fse) replaced the touchscreen to address the reported issue.

Manufacturer narrative:
G4: 21sep2020. B4: 21sep2020. G1: updated to bill cole. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.